Manufacturer narrative:
No other information was provided since there was no reported injury. The lot number was not provided and without the lot number it is not possible to determine the expiration date or manufacture date of the device. 3m has requested the device be returned for evaluation. The device has not been returned by the facility. Analysis will be conducted upon receipt of device. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented dec, 2017 to further reduce incidence of solvent bond leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was not provided with this complaint so at this time it is not possible to determine if this product included or did not include the process change as noted above.

Event description:
A hospital employee alleged that a 3m¿ ranger¿ high flow fluid warming set (model 24355) tubing separated at the distal end of the drip chamber while being primed in the ICU. The employee reported the tubing separation occurred immediately after the ranger¿ pressure infusor started. As a result, blood leaked out from the tubing. No harmful exposure to blood was specified. No patient injury was alleged.